Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the peripheral drill bit broke while tightening peripheral screws.